Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 1 year and 1 month, the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 31 march 2022. Lot 2007553: (B)(4) items manufactured and released on 08-oct-2020. Expiration date: 2025-sep-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Additional implant involved: ball heads: mectacer 01.29.210 biolox delta ceramic ball head 12/14 ø 36 size l + 4 (k112115) lot. 2006699. Batch review performed on 31 march 2022. Lot 2006699: (B)(4) items manufactured and released on 08-oct-2020. Expiration date: 2025-sep-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.